Event description:
It was reported an anchor broke during impaction and all pieces were retrieved; another device was used to complete the procedure. There was a 3 minute delay. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that anchor is fractured with part of the anchor stuck on the inserter and the inserter prongs are bent. Metal tip on the anchor is still attached to the fractured anchor. No product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an anchor broke during surgery and all pieces were retrieved, another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.